Event description:
1. Attempting vent autosensing threshold and got message "pulse generator sensing noise". Tried permanent 2.0mv, 2.5mv, 3.5mv for auto sensing test and received same programmer message. 2 attempted manual vent, sensing, vvi,70 ppm, saw no oversensing at any settings (even 1.0 mv) except with arm movements. 3. They are considering lead/generator connector problem. Will be follow-up.